Manufacturer narrative:
After the reported event, the facility's biomed evaluated the table and found the table feet did not make contact with the floor even when the floor locks were engaged. The facility's biomed adjusted the floor lock feet to address this observation and contacted steris service. A steris service technician arrived at the facility and found the floor lock feet were damaged as they were missing the rubber pads bonded to the bottom of the floor lock feet. Due to the damage noted, the technician found that with the floor lock feet engaged, the table could still be moved when it was pushed upon. Unrelated to the reported event, the technician also observed table damage to the top two column shroud sections, the kidney bridge shaft and the manual foot pump. The table damage noted by the steris technician is indicative of inadequate preventive maintenance. The table was installed in 2003 and is not under steris service contract. The table is maintained by the facility's biomedical department who is responsible for ensuring that maintenance procedures are performed regularly at the intervals indicated in the 3085 operator manual. The facility requested a preventative maintenance be conducted in addition to the required repairs. A steris service technician has ordered the parts necessary to complete the repairs and will return to the facility once the parts are received. No further issues have been reported.

Event description:
The user facility reported the table would not lock during a patient procedure. The issue was noticed when a patient was positioned upon the table in the trendelenburg position, and started to slide off of the table. When the doctor attempted to reposition the patient, it was observed the table moved, even though the table hand control indicated the floor locks were engaged. The doctor reported back pain after his attempt to reposition the patient in the reported event. No medical treatment was sought for the reported back pain. No injuries or procedural delays/cancellations were reported in association to the event.